Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Error 105 was reproduced during testing. In addition, the following non-reportable malfunction was found during the device evaluation: connector is worn out and dust inside device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a definitive root cause of the error code could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Updated fields: d9; g3; h3; h6; h10 the device was returned to olympus for evaluation and the customer's allegation was not confirmed. A full technical evaluation was completed, and the results did not show any error code. The evaluation found a worn light connector, and a significant presence of dust in the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The issue was found during a diagnostic, colonoscopy procedure. The procedure was completed with a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Updated fields:

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center displayed error code e105. The issue was found during an unknown procedure. There were no reports of patient harm.